Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection revealed that the long tube was completely cut apart at approximately 1120cm below the chamber; therefore, the reported problem was confirmed. In addition, it was noticed that the upper cut part and the lower cut part were both filled with unknown solution. On observing the cut tube, there is not a specific process that this issue may be directly attributed to; therefore the root cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
This is a report from baxter (B)(4) of broken tubing. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information is available.